Manufacturer narrative:
Device passed the displacement test but motor error alarm during prime or a33 test due to loose drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was 140 mg/dl. Customer did not received motor position encoder alarm. Customer was assisted in clearing alarm and in performing pump rewind but they were unable to complete pump rewind due to pump alarm. It was also reported that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.